Event description:
This is a report of a home patient that experienced a leak in their transfer set. The customer reported that the tubing was damaged near the twist clamp. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned to baxter healthcare for evaluation. Upon visual inspection, a cut was noted in the tubing of the returned device. Underwater pressure leak testing on the device identified the reported leak to be originating from the cut in the tubing. Clear passage testing, clamp function testing, torque engagement testing, and integrity of seal surface testing were performed with no issues noted. Upon conclusion of the evaluation, the reported leak was verified and the cause was determined to be a cut in the tubing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.